Event description:
It was reported that pump displayed a cartridge change error when customer attempted to load cartridge. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, removed cartridge and pump from case, inspected and cleaned pneumatic tap area, confirmed cartridge and o-ring were correctly positioned, followed on-screen instructions, successfully completed cartridge load process, and resumed insulin delivery.